Manufacturer narrative:
The reported device was manufactured and distributed by (B)(4) and implanted prior to howmedica osteonics corp.¿s purchase of certain assets of sbi on august 1, 2014. Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting. Unknown star poly 6mm.

Event description:
Primary star surgery was (B)(6) 2011. Patient has been playing softball and running for over the past 2 years and broke the poly. Did a poly swap of a 6mm to a 8mm on (B)(6) 2015.

Manufacturer narrative:
Evaluation revealed the sliding core uhmpwe, 6mm to be the subject product. No further associated products were reported. Deficiency in material or manufacturing was not found. The affected sliding core was documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. In the case presented a male patient had been treated with star ankle on (B)(6) 2011. On (B)(6) 2015 the patient underwent a revision surgery in order to replace the broken poly after an implantation period of four years. The received sliding core was completely fractured in the transverse plane. The inferior component showed signs of abrasion and wear adjacent to the trough indicating that the component was misaligned during loading in vivo. After crack initiation, the appearance of the breakage surfaces indicated a stable crack growth, which progressed toward the lateral sides of the component followed by a ductile fracture. Fracture of the polyethylene sliding core in general had been experienced and is nominated in the scientific literature. It does not present an unanticipated event in itself. Depending on the load application, also, depending on the patient¿s post implant behavior and especially depending on the implant alignment, a polyethylene fracture can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. ¿like other arthroplasty devices in weight bearing joints such as the hip or knee, it is anticipated that the star ankle will have a finite useful life, at which point the prosthesis will require revision or, in certain cases, removal and fusion¿ (1). Referring to information received, the patient was playing softball and was running over the last two years. The IFU advised that ¿certain vigorous physical activities (e.g., basketball, football) and trauma to the joint replacement may cause early failure of the star ankle¿ and warns ¿the patient to strictly avoid high impact activities such as running and jumping¿. ¿complications due to the meniscal mobile bearing in tars such as luxation, subluxation, massive wear, and fracture of the pe inlay are rare complications. The cause of these complications is regularly not found in the design of this three-piece total ankle replacement. Causes of failure of the mobile bearing are mostly found in incorrect indication, incorrect soft tissue balancing, incorrect positioning of components, implantation in ankles with hind foot malalignment and ankle instability¿. (2) as no surgical reports and only x-rays of poor quality were provided, a real medical review was not possible. Based on the above information and referring to that no deviation was found in the manufacturing documents the breakage of the polyethylene sliding core was not related to a deficiency of the device, but was rather caused due to the component being misaligned during loading in vivo, resulting in a crack initiation and a fatigue fracture of the polyethylene component, which was reinforced by the high impact activity of the patient. Fatigue fracture of the implants is listed in the IFU as an adverse effect.

Event description:
Primary star surgery was (B)(6) 2011. Patient has been playing softball and running for over the past 2 years and broke the poly. Did a poly swap of a 6mm to a 8mm on (B)(6) 2015. Per new information received on 28-aug-2015, per retrieval data form it was reported that "revision reason was due to broken poly. Bone quality: good. Complications: none."